Event description:
It was reported that the right side of device is dislodged and detached. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated . H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found a bent front panel, device had no power, cracked battery cover, housing case was not closed properly (battery compartment side was uneven), patient outlet was loose, input/out label was damaged, o2 knob replaced with wrong knob. Checked threads, replaced and tightened patient outlet connector. The root cause of the reported issue was found to be customer damage/ device mishandled. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d5 is unknown. D4 UDI number is known.